Manufacturer narrative:
The insulin pump was received with missing display window. The device had missing segments due to cracked zebra connector at the lcd board. The insulin pump was received with cracked case at the display window corners and cracked case at the reservoir tube window corners. The device did not have blank display. The insulin pump was received with missing end cap sticker, missing o-ring, broken reservoir tube lip and broken battery tube threads.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 256 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump is cracked and not working at all. Customer advised the crack is located where the battery is inserted. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.